Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise due to an inadequate adhesive bond, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode and the reported issue will continue to be monitored.

Event description:
Related manufacturing reference: (B)(4). During a premature ventricular contraction procedure, temperature issues resulted in a procedural delay. It was noted that the target power was not able to be achieved. There was an error message on the generator stating that the measured power was higher than the programmed limit. The catheter was exchanged but the issue persisted. The catheter was exchanged again and the procedure was completed with no adverse patient consequences.